Event description:
The customer reported, the system is displaying an iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and calibrated the camera and collimator. System operates as intended. (B) (4).